Manufacturer narrative:
A patient was identified with incorrect orientation of the filter that was thought to be related to a labelling error per the user. The device is in vivo and there are no reported patient complications. The patient is being asked to return for further imaging and counselling by medical team. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Since the product or films of the procedure will not be returned, there is not enough information to draw a clinical conclusion between the device and the event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Correction: please note the date of implant of the device and the event date was inadvertently submitted as (B)(6) 2011. The implant date and event date ((B)(6) 2011) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only know that the device was implanted in (B)(6) 2011. The exact day is currently unknown.

Manufacturer narrative:
This device is not available for testing and evaluation. Review of lot 15367380 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Event description:
Review of optease patient because of mda on this theme. A patient identified with definite wrong orientation of the filter not thought due to operator error. Presumed labelling error as per mda. The patient is alive with no complications. The device is in vivo. Being recalled for further imaging and counselling by medical team as per mda.